Manufacturer narrative:
Evaluation: an internal clinical review of the complaint was performed. At this time, based upon the information provided, we are unsure as to why the pt experienced a fever. It should be noted this event has occurred four times at the same facility. We will continue to monitor for future cases.

Event description:
The patient underwent an aaa repair with endovascular stent graft in 2006. Patient was given cleocin pre-op.the following day, patient was discharged, but presented to the ER at 10:00 pm on the same day with fever (temp 99.9), chills, feels poor. Blood and urine cultures were negative. Wbc 20000 to 30000. Patient was placed on primaxin and discharged two days later.